Manufacturer narrative:
Additional information provided noted that this patient had been to the hospital and the device was reprogrammed. No additional information was provided, should additional information become available this investigation will be updated.

Manufacturer narrative:
Data was sent to european technical services for review. Technical services discussed possible indication for the observed clinical observations. Technical services discussed a possible lead fracture is likely and noted that if the lead is explanted it should be returned to determine the root cause of the reported clinical observations. No additional information is available at this time.

Manufacturer narrative:
Should additional information become available this investigation will be updated.

Event description:
--

Event description:
Boston scientific received information that during a follow up high out of range pacing impedances as well as loss of capture were noted on this left ventricular lead. The polarity was changed but the pacing impedances remained high and pacing failure was seen. It was suspected that this lead was fractured. No adverse patient effects were reported.